Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right contracture; baker grade ii-iii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation with unknown size unknown gel implants textured on both sides and experienced bilateral capsular contracture; baker grade iii-IV on the left side, and baker grade ii-iii on the right side. Left side rupture was discovered during replacement surgery with catalog number 3502754bc; serial number (B)(4) on the left side, and with catalog number 3502754bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.